Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations and completed the device evaluation. Failure analysis investigations could not replicate nor confirm the customer reported complaint ¿would not rotate or move¿. Visual inspection of the instrument grips found no physical damage to the force bipolar instrument. The instrument was placed and driven on an in-house system, and it passed the recognition and engagement tests. The force bipolar instrument moved intuitively with full range of motion in all directions. The report noted that the grips opened and closed properly and that it was fully functional. The customer reported complaint ¿would not rotate or move¿ could not replicated nor confirmed. Failure analysis identified an additional observation that was not reported by the site. The instrument was found to have damage to the conductor wire¿s insulation. Though the insulation did not exhibit thermal damage, a piece 0.017¿ in length was lifted from the conductor wires, but no pieces were missing. The failure analysis investigation reported that the conductor wires are exposed; however, no cables were damaged. An electrical continuity test was performed, and the instrument passed. The root cause of the damaged conductor wire insulation is attributed to mishandling/misuse, most commonly caused by collision with other instruments or sharp objects. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video were provided for review. A review of the instrument log for force bipolar instrument (part 471405-06/n10210419 0137) associated with this event has been performed. Per logs, the force bipolar instrument was last used on (B)(6) 2021 on system sk2955, with 11 uses remaining. This complaint is reportable due to the following conclusion: the customer reported complaint does not itself constitute an MDR reportable event and there was no patient injury reported. However, failure analysis found that the instrument had a conductor wire had damaged insulation which exposed the internal wires. The damaged conductor wire found during failure analysis could result in stray energy from an unintended location on the instrument to the patient's tissue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the force bipolar instrument became inoperative and would not rotate or move. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information related to the event by following up with the customer, but no further details could be provided.